Event description:
The initial reporter stated they received questionable tina-quant lipoprotein (a) gen.2 results for two samples collected from the same patient and tested on a cobas c 503 analytical unit. The results were questioned by a physician as they were regarded as implausible. There was a rapid increase in lipoprotein a results for the patient within a short period of time. On (B)(6) 2026, a first sample collected from the patient resulted in a lipoprotein a value of 82 nmol/l. On (B)(6) 2026, a second sample collected from the patient resulted in a lipoprotein a value of 133 nmol/l. On (B)(6) 2026, a third sample collected from the patient resulted in a lipoprotein a value of > 258 nmol/l accompanied by a data flag. The sample was repeated twice, resulting in values of 185 nmol/l and 190 nmol/l.

Manufacturer narrative:
Lipoprotein a reagent lot number 907404 was in use from 11-jan-2026 to 10-feb-2026. From 10-feb-2026 to current, reagent lot 938900 is in use. The c503 analyzer serial number was (B)(6). The third sample from the patient has been provided for investigation. The investigation is ongoing.

Manufacturer narrative:
The customer stated that the patient is being treated in cardiology.